Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va00bkj, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had sustained multiple falls in (B)(6) 2015 where they had hit their back/waistline against the wall near their implantable neurostimulator (ins). After the fall the patient felt stimulation sensation move two inches to the other side of where it normally was, and ultimately they had started to "lose control" and lost all stimulation sensation. It was confirmed that stimulation was turned on and the patient noted they had turned stimulation all the way up to 8.0 volts and they had still not felt anything. The patient's indications for use were fecal incontinence and gastrointestinal/ pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.